Manufacturer narrative:
(B)(4).

Event description:
This lead was discovered dislodged. During an attempt to reposition the lead the fixation mechanism quit working. The lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 20 cm distal to the is-1 connector pin. In this region deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.